Event description:
The following has been reported: nurse reported: cassette leaking from the bottom, gold squares are also not aligned. Patient had dexmedetomidine infusing. Rn noticed moderate size puddle on the floor. Source of leak was noted to be coming from IV tubing cassette. Pump did not alarm for any malfunction. New medication and tubing hung. Old tubing given to cns. Result: needed to get different tubing. - process occurred: before treatment. - injury/adverse reaction: no. - stop active infusion: no. - resulted in under/over-infusion: no. - drug used for infusion: not sure. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
One sample of an ivenix administration set was returned for evaluation. No defects were observed during visual inspection per the applicable drawing. The gold foil were as corresponded to the specific code (B)(6). Primary line infusion passed successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. An underwater leak test was performed and a leak was detected; bubbles were observed coming from the flow dial. During the microscopic examination a bad welding was revealed between the retainer and seal. The customer complaint is confirmed. The reported leak could be related to poor welding of the cassette. An internal investigation was opened to mitigate the reported issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.